Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent an unknown procedure utilizing three gore® excluder® aaa endoprosthesis (rlt281418, plc141400 and pla280300). On (B)(6) 2023, the patient was seen for a follow up and a type 1a proximal endoleak was noticed on the upper body of the grafts rlt281418 and pla280300. The leak remains stable (growth size unknown), but the physician decided to treat it and a reintervention is planned. On (B)(6) 2023, underwent an endovascular zone 9-infrarenal reintervention to treat the type 1a proximal endoleak with an aortic cuff (aortic extender) to extend proximally and they added an additional piece (contralateral leg) to extend distally. The patient tolerated the procedure. It is unknown which gore® excluder® aaa endoprosthesis from the original implant is alleged to have the type 1a proximal endoleak, hence both devices have been captured.

Manufacturer narrative:
Adverse event problem: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Adverse event problem: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Since it is unknown which device is directly implicated in this complaint, pla280300 / sn# (B)(4) / UDI-di (B)(4) will be included on this report. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.